Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reduced cardiopulmonary reserve. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reduced cardiopulmonary reserve. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. A dust like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. Hair-like particles were observed on the bottom enclosure and blower. The screws for the top enclosure were observed to be missing. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box d: product UDI (rfb) updated. Box h: patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.